Event description:
It was reported that the user experienced a low blood glucose after dinner and into the morning, with dinner announced larger than consumed, subsequent prolonged hyperglycemia managed by the pump¿s correction bolus, and later hypoglycemia treated with an 8 oz soda and four glucose tablets; the device used a teflon 23 infusion set with a g7 sensor, and no external assistance or medical intervention was required. Symptoms included hypoglycemia with lightheadedness, with a documented nadir of 43 mg/dl. Outcomes included a minor, transient impairment that resolved after oral glucose treatment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, identified a usage problem related to meal announcement and treatment approach, and implicated the user interface only as the relevant component referenced for assessment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. It was further concluded that an unintended use error contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.